Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the patient had a hematoma at the incision site. The physician reopened the would to remove the clot. Additionally, the implantable pulse generator (ipg) was pacing low and the physician suspected the lead had moved and had sensing issues. After reprogramming the lead without success, the physician re-positioned the lead. The ipg stopped pacing. The device was replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.